Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 350 mg/dl. Customer stated that the pump was exposed to rain and he was at the pool. Customer pump was in the blank display. Customer advised that he will do the 10 minutes pump rest and follow the instruction and then will back with the result.

Manufacturer narrative:
No unexpected blank display anomalies or low battery alerts were noted during testing. No punctures on the isolation tape or lcd board noted. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The operating currents were within specification. Moisture damage was noted on all electronic assemblies. The pump had a corroded motor assembly, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.